Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation; however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, it is determined the transition 6.5mm polyaxial pedicle screw, 45mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
It was reported that a male patient underwent removal surgery on (B)(6), 2011 of a broken transition 6.5mm ha polyaxial pedicle screw 45mm that broke at l2 left side post-operatively, originally implanted on (B)(6), 2009.